Event description:
An eye care professional reported to foreign health authority that an unspecified patient experienced circle keratitis, 5mm around pupil of right eye associated with 6 months continuous wear of same freshlook colors contact lens. The patient had not had a contact lens evaluation for 3 years and was fit by optician without hygiene or lens replacement instructions. Treatment consisted of ciloxan, euronac, liposic. Event resolved with visual acuity reported as 6/10, which the doctor thought to be a reduction in visual acuity (pre-event acuity unknown). Requests have been made for additional information, however, no further information has been provided.

Manufacturer narrative:
The report was reviewed by ciba vision medical monitor with the following conclusion: this case is considered a possible permanent loss of visual acuity." As there was no product or lot number provided, no detailed investigation can be performed.